Manufacturer narrative:
Batch review performed on 23 september 2020: lot 170425: (B)(4) items manufactured and released on 16-jun-2017. Expiration date: 2022-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years and 8 months after primary surgery, reporting pain due to tibial loosening. The cause of the tibial loosening is unknown. The surgeon revised the tibial insert, tibial tray, and added an extension stem. The surgery was completed successfully.